Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Functional testing was performed. The device failed the downstream occlusion high pressure calibration test and alarmed cassette not attached properly messages when latched with cassette. It determined that the downstream occlusion sensor was inoperable and the cause of the issue. Therefore, the downstream occlusion sensor will be replaced.